Manufacturer narrative:
The device was returned to olympus for inspection and the customer allegation was confirmed. Additionally, the following malfunction was identified during device evaluation: white dried material in the auxiliary channel, air/water cylinder, air/water channel, and control body. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a white dried material in the auxiliary channel, air/water cylinder, air/water channel, and control body. There was no patient involvement.